Event description:
A low reading issue was reported with the adc device. A customer received an unspecified lower sensor scan result compared to a competitor brand meter. The customer experienced drowsiness and sleepiness and was able to self-treat with "mounjaro 10 mg." Furthermore, it was indicated that the customer also received unspecified third-party treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Data was extracted from returned sensor using approved software and sensor was found to be in state 3 (indicating the sensor was paired within the last 14 days). Visual inspection was performed on the sensor plug assembly and a cracked sensor neck was observed. Accuracy testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Poise voltage and sensor temperature were measured and results were within specification. The passing of all tests during the investigation indicates that the cracked sensor neck that is present did not impact the sensor¿s ability to generate an accurate glucose reading. This issue likely occurred due to movement of the used sensor during shipment back to adc for investigation, therefore, the issue is not confirmed. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.